Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 : device not returned.

Event description:
It was reported that the pump's usb port was twisted inwards resulting in difficulties to insert the usb cable for charging. There was no reported impact to customer's blood glucose. The pump was replaced to address the issue.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.